Event description:
It was reported that this patient as hospitalized due to prolonged high rate pacing and feeling unwell. It was evident that the ventricular pacing was at 130 beats per minute. A review by engineering confirmed that during the time of hospitalization the minute ventilation (mv) response was high, suggesting possible interaction between hospital monitoring equipment and the device. It was noted that the mv was turned off temporarily while the patient was hospitalized. Additional information regarding the patients rate was needed as the high rates were noted prior to hospitalization. Technical services (ts) noted that unless a save to disk was done the day the patient was admitted the data would be overwritten. Ts was able to review the mv percentile plot and noted that the pacing rate increased in early may and then tapered back, which would support the pre-hospital admission. At this time the device remains implanted. Further review by engineering showed there were three failed minute ventilation (mv) checks on the device. Engineering noted the observed behavior of inappropriate sensing and pacing was due to low out range pace impedance measurements on the right atrial channel. In addition, it was noted that the low pace impedance measurements were unlikely due to external environmental noise factors as the daily lead impedance measurements on the right ventricular were within range. Technical services agreed with the currently programmed settings of mv off. No adverse patient effects were reported and the patient was discharged home.